Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported the 99% in-stent restenosis of the previously placed 2.50x24 mm promus element plus stent located in the 1st diagonal was treated with balloon angioplasty and placement of a 2.25x 26mm non bsc stent. The 99% restenosis of previously placed study stents located in the 1st obtuse marginal was treated with balloon angioplasty and placement of a 2.25x30 mm study stent. In (B)(6) 2012 a subtotal occlusion was noted with timi 2 flow at the ostium of 2nd obtuse marginal from where the 2nd obtuse marginal arises from the 1st obtuse marginal stent cell was treated with balloon angioplasty with excellent angiographic result and timi-3 flow in both 1st obtuse marginal and 2nd obtuse marginal. The event was considered resolved and the patient was discharged the following day on aspirin and clopidogrel.

Event description:
Same case as MDR ID # 2134265-2013-00098 & 2134265-2013-00097. (B)(4). It was reported that post a percutaneous coronary intervention, in-stent restenosis occurred. In (B)(6) 2012 the patient presented due to unstable angina and myocardial infarction. The patient was referred for cardiac catheterization. The 90% stenosed and 22mm long de-novo first target lesion was located in the 1st diagonal artery with a reference vessel diameter of 2.5mm. The first target lesion was treated with pre-dilatation and placement of a 2.50x24 mm promus element plus stent, resulting in 0% residual stenosis following post dilatation. The 99% stenosed and 23mm long de-novo second target lesion was located in the 1st obtuse marginal artery with a reference vessel diameter of 2.5mm. The second target lesion was treated with pre-dilatation and placement of two promus element plus stents (2.75x8mm and 2.50x24mm), resulting in 0% residual stenosis following post dilatation. The 99% stenosed and 22mm long de-novo third target lesion was located in the distal right coronary artery with a reference vessel diameter of 2.75mm. The third target lesion was treated with pre-dilation and placement of a 2.75x24mm promus element plus stent, resulting in 0% residual stenosis following post dilation. Two days later the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012 the patient presented with recurrent angina and was hospitalized on the same day. The patient was referred to cardiac catheterization. It was noted that there was 99% in-stent restenosis of the previously placed 2.50x24 mm promus element plus stent located in the 1st diagonal. The in-stent restenosis was treated with a placement of a 2.25x26mm non bsc stent, resulting in 0% residual stenosis following post dilatation. A 99% in-stent restenosis was also noted in the previously placed study stent located in the 1st obtuse marginal. The in-stent restenosis was treated with a placement of a 2.25x30mm non bsc stent, resulting in 0% residual stenosis following post dilatation. The event was considered resolved and the patient was discharged the following day.